Event description:
The micro sagittal saw was sent in for eval because it continued to run on it's own during a procedure. No adverse event was reported. The procedure was completed with an alternate device without any procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.